Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a usage sheet that the patient's left hip was revised. In comparing the revision usage sheet with a previous revision usage sheet, a 28 +0 biolox head and 42e adm/ mdm insert were revised to a 28 +4 biolox head and another 42e adm/mdm insert. Update: "the patient was revised to a 28 +4 lfit head and the same 42 e liner she had in before. Reason for the revision was an inter-prosthetic dislocation. The 28 +0 biolox head that was originally implanted became disassociated from the mdm insert. There was no noticeable wear or damage to the mdm insert. The in/out implants were because the doctor decided to change the femoral head size to add more stability. He elected not to trial at first but then wanted to change the length. No explanted products are available for return per hospital policy."